Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a wide complex ventricular tachycardia (vt) episode that self terminated before therapy delivery criteria was met. Technical services (ts) was consulted and noted intermittent t-wave oversensing was noted during the episode. Ts discussed stored data and available programming options. At a later date, it was reported a shock was delivered as inappropriate therapy due to the t-wave oversensing. Ts discussed stored episode and recommended further in clinic examination. This device remains in service. No adverse patient effects were reported.